Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer assisted client with changing network default gateway and dialed in remotely to assist client with updating the network information. The system functioned as intended after the field service engineer troubleshot the device.